Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and informed tac of the event. The instruction manual was mailed to the reporter advising to review page 26 titled 5.2 general information for use. The reporter was advised to submerge the loop in .9 percent saline solution and to attempt to cut an apple. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an issue of not cutting. The event occurred during an unspecified procedure that was able to be completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g3, g6, h2, h4, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer